Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy drain. The cause of peritonitis was unknown. The patient was not hospitalized. The patient was treated with an unspecified antibiotic (for ten days) at home for peritonitis. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. No additional information is available.